Manufacturer narrative:
Following explant of the occluder for an unknown reason, postoperative bleeding due to coagulopathy, multisystem organ failure and death was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A review of complaints data was performed as a component of the complaint handling risk review per (B)(4). The medical device problem and aho codes are consistent with the hazards/harms identified for this product family, and no new hazards or harms were identified.

Event description:
16 days after implant, a 30 mm amplatzer occluder was explanted. The patient developed postoperative bleeding due to significant coagulopathy, followed by multisystem organ failure resulting in death 2 days after explant. Article title: plugging the hole: diagnosis and management of post-myocardial infarction ventricular septal defect.